Manufacturer narrative:
Changed to serious injury.

Manufacturer narrative:
Concomitant products: product ID 37702, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3888q33, lot # va07lh8, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead; product ID 3888q45, lot # va07lh4 , implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead; product ID 3888q45, lot # va07lh4, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type extension . (B)(4). Final analysis of the lead revealed conductor #1 was broken at the connector #1 weld site.

Event description:
The healthcare professional (hcp) reported that the patient&#62688;device was not relieving pain. The device was explanted. The patient recovered without sequelae. Additional information from the representative reported the patient&#62688;device had been interrogated ten times. High impedance was initially identified on (B)(6) 2014. It was unclear if the high impedance contributed to the device not relieving pain and explant. The study was terminated and the patient opted to discontinue therapy so the device was explanted. Patient indication for use is failed back surgery syndrome.